Event description:
The customer reported that there was a high ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator and filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.